Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl. It was reported that the patient stated 'I've been having issues with this again. I called a few months ago because it was taking like 5 minutes for it to connect and someone helped me go through clearing out the phone or do something on the phone. It's doing it again and it's taking up to 3 minutes again. Yesterday, I had major issues with it. The screen wouldn't come on and it wasn't shutting off. It would flash the screen on and then go to a blank screen. It made me pair it again, and I've never had to do that before. I have to resync it like twice a day on an average. I don't know what's going on with it, but it's driving me crazy because I need it. It was frustrating. I was at my granddaughter's game and I couldn't get the screen to pop up for a minute, and then I had to resync it because it to ok so long to get it going again. If we had to connect it twice, it's at least 3 minutes each time. Now, it was 5 minutes last time I called.' When the manufacturer's patient services specialist (pss) inquired event date, the patient stated, 'it started slowly getting longer and longer, so I don't know, about a month ago.' The patient mentioned they were helping their friend start using their pain pump equipment for the first time and theirs was connecting so fast so they wanted to call to see about their own equipment. While on the call, patient stated they were locked out for 17 minutes. Pss assisted the patient in clearing their data. The patient will monitor and call back if issue persisted.